Event description:
Medical affairs was unable to get in contact with the patient; therefore, sent a letter to obtain more information. The patient called alleging that the meter was sent to the incorrect unit of measurement. The patient obtained a 25.5 a hi and a 30.6 and interpreted the readings as 255, hi and 306 mg/dl. Due to the high reading the patient visited the physician who checked the patient's blood glucose and increased their insulin. The physician advised the patient to contact lifescan (lfs) to fix the meter. Patient mentioned that their meter may have been set incorrectly for the past month. Customer service is sending a replacement meter. The patient reported that the meter was previously set to the correct unit of measurement and the patient had not changed the unit of measurement through the meter settings. Therefore, there is an indication that the unit of measurement spontaneously changed from "mg/dl" to "mmol/l".